Event description:
It was reported during a da vinci-assisted sigmoid colectomy surgical procedure, the operating room (or) staff encountered non-recoverable errors on universal surgical manipulator (usm) 2. Technical support engineer (tse) reviewed the system logs and found errors 307 and 319 on usm 2. The staff rebooted the system, but the issue persisted. The staff proceeded with the case as planned with 3 usms, but indicated it was more difficult. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the unit tested on an in house system, it failed normal mode as it triggered 319 error. Remote fe also logged errors 319, 307 & 1126. The clockspring fiber swapped with a new one and the error no longer occurred. When the original fiber cable reinstalled, 319 error came back. The unit then tested on patient side cart (psc) fixture test platform (pftp) and it passed all required tests. Root cause of this failure is attributed to component failure.